Event description:
It was reported that ongoing intermittent occlusion alarms occurred. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.